Event description:
The orthodontist stated that while debonding the inspire bracket with debonding pliers, the facial cusp of the upper right 1st bicuspid broke away from the rest of the tooth. The orthodontist grinded the rest of the brackets off the remaining teeth. The orthodontist immediately referred the patient to their general dentist who applied a porcelain crown to the damaged tooth.